Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing/sensing portion of this right ventricular (rv) lead was surgically abandoned due to unknown reason. No adverse patient effects were reported.